Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.00mm x 1.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was returned without the introducer. No appearance of damage was noted. Microscopic inspection was performed. The embolic coil was observed still attached to the resistance heating (rh) coil. However, the embolic coil was unraveled, and the proximal end was stretched. The electrical resistance of the galaxy g3 was measured with a multimeter, and no values were obtained. Also, the device was connected to a lab sample detachment control box (dcb), and the power was turned on; however, the system ready light was not illuminating. The reported issue regarding the coil not detaching was confirmed. The device did not present any physical damage (cuts or severe kinks) to the shaft of the device positioning unit (dpu) to cause electrical issues. Another place for electrical issues would be at either connection point ¿ at the proximal connector where the pins are soldered or at the distal connection near to or inside the rh heater, however, no anomalies were observed on this component. It is possible that other factors such as device manipulation, may have caused the electrical failure that led to the failure to detach. According to the information received, the coil was not damaged when it was removed; therefore, the stretched and unraveled condition of the embolic coil could be the result of the handling of the device post procedure, and it is not considered related to the issue reported. A review of manufacturing documentation associated with this lot (1112512s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. A certificate of analysis (coa) for lot number 1112512s was reviewed and no evidence of deficiencies during the manufacturing process was found. Complaint history for lot number 1112512s found no similar failures reported nor observed. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% electrical continuity test for finished product prior to pouching and boxing to prevent failure to detach from occurring during the procedure. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ verify that the microcoil delivery system is fully connected and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During a stent-assisted endovascular embolization procedure on (B)(6) 2026, the healthcare professional reported that the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9540635) was impeded in the introducer and could not be pushed into the concomitant microcatheter (unspecified brand). The physician retracted only the stent and replaced it to continue the procedure. Another microcatheter (unspecified brand) was in place and a 2mm x 2cm galaxy g3 (gly120202 / 1042546s) was delivered to the target site. The coil filled the aneurysm and when the physician tried to detach the coil, the coil was unable to detach. The physician retracted the coil and replaced it with new coils, a second and third coil successively, both were 1.00mm x 1.00cm galaxy g3 mini (glm910010) from the same lot (1112512s). It was reported that both of these coils were also unable to detach. The physician retracted the second coil and the third coil in succession and replaced it with another coil from a different manufacture and complete the procedure. There was no report of any negative patient impact. The procedure was reportedly prolonged by about 10 minutes. On 12-feb-2026, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). None of the three coils were stretched when they were removed; they were all still attached to their respective delivery systems when they were removed. A pre-deployment electrical check was performed for each of the three coils. The fault light was not seen during the procedure, upon pressing the power button, all lights illuminated including the green system ready light. During the detachment cycle for the three coils, the detachment light illuminated and the audible signal beep was heard. All connections fit without the application of force. The replacement stent for the procedure was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). Continuous flush was maintained through the microcatheter (an sl-10® microcatheter (stryker)) during the procedure. The information confirmed there was no negative impact on the patient and the physician did not consider the reported 10-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (1112512s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.